Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm watchdog timeout. Customer's blood glucose at time of incident was 65 mg/dl. The customer stated that she clear the alarm by removing the battery before she call. The customer was advised to reinsert the battery and pump shows alarm again. The customer attempted to run a self-test and the screen automatically displayed a 1 then when completely blank and did not return. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
Device received unable to perform the displacement or verify watchdog timeout alarm due to complete broken reservoir tube lip and missing reservoir tube o-ring noted. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.